Event description:
The customer stated that she was treated by the paramedics due to a low blood glucose reading of 20 mg/dl. The customer stated that she was unconscious when the paramedics arrived. The customer stated that she may not have eaten enough for the insulin that she gave herself. The customer also reported a battery out limit alarm. Troubleshooting was performed, and found that the battery was out of the insulin pump for more than five minutes. Advised that this is normal insulin pump behavior. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.